Event description:
(B)(4). Reason for original complaint - patient brought to surgery for wash out, thought to be infected. Doi (B)(6) 2010, dor (B)(6) 2011 (right hip). Update: infection confirmed all implants removed antibiotic spacer placed. Dor (B)(6) 2011 (right hip). Update: (B)(4) 2011 - litigation papers received. There is no new additional information that would affect the investigation. Update rec'd (B)(6) 2013 - ppd and medical. Records received. After review of the medical records for MDR reportability, the revision operative note from (B)(6) 2011 indicated there wasn't an infection and a new head and liner were placed. The patient was taken back in for another revision on (B)(6) 2011 as the results from (B)(6) 2011 were confusing and all implants were removed as the patient actually was positive for infection. Spacers were placed (B)(6) 2011 and the patient was reimplanted on (B)(6) 2011 with competitor products. A unknown srom stem and sleeve that were placed (B)(6) 2007 are being added to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.